Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. The coating on the cutting wire was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted to the metal part of the forceps elevator while the device was activated the output, and it caused spark. Then, a part of the cutting wire became extremely hot, resulting in breakage. Omsc assumed that the missing of the coating occurred because the coating near the broken part of the cutting wire was subjected to a load during user handling. The instruction manual of the device has already warned as follows; since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result.

Event description:
During an endoscopic sphincterotomy (est), the subject device was used. The cutting wire of the subject device broke. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2019, olympus medical systems corp. (Omsc) found that the coated portion of the cutting wire was partially missing. This is the report regarding the missing of the cutting wire coating.